Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not expected to be returned for manufacturer review/investigation. This patient experienced pain and x-rays showed that screws had loosened, which required additional surgical intervention to remove the construct and conversion to another construct. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 the patient had an open reduction and internal fixation (orif) of the left distal following a fracture. The patient was implanted with a volar locking plate. On (B)(6) 2016 the patient had a clinic visit and complained of pain. An x-ray was taken and it showed three loose screws. On (B)(6) 2016 the hard was removed and the patient was implanted with a competitor's device. The patient outcome is reported as stable. Concomitant devices to report: distal radius plate, part number 242.467, lot number unknown, quantity 1. Screws, part numbers 212.814, lot number unknown (quantity 1); 212.816 lot number unknown (quantity 3); 212.818 lot number unknown (quantity 2); 202.874 lot number unknown (quantity 1). The reporter does not know which ones were loose in the patient only know that three were loose out of seven. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). This report is for three (3) unknown locking screws that loosened post-operatively. A list of potential part numbers was received based upon the screws implanted during the original procedure. At this time, it is unknown which three of these represent the devices that malfunctioned. However, the available information pertaining to these devices has been provided below: 212.814 (quantity 1 implanted): 2.4mm locking screw w/ stardrive recess 14mm ¿ hrs: plate, fixation, bone / hwc: screw, fixation, bone ¿ k103243. 212.816 (quantity 3 implanted): 2.4mm locking screw w/ stardrive recess 16mm ¿ hrs: plate, fixation, bone / hwc: screw, fixation, bone ¿ k103243. 212.818 (quantity 2 implanted): 2.4mm locking screw w/ stardrive recess 18mm ¿ hrs: plate, fixation, bone / hwc: screw, fixation, bone ¿ k103243. 202.874 (quantity 1 implanted): 2.7mm cortex screw w/ stardrive recess 14mm ¿ hrs: plate, fixation, bone / hwc: screw, fixation, bone ¿ k113364. Based upon the potential part numbers provided, the possible 510k numbers are k103243 or k113364. Corrected data: main common code / device name is hrs (plate, fixation, bone) with additional code of hwc (screw, fixation, bone). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (b)(46) 2016, depuy synthes received a copy of the maude report associated with this complaint file. A copy of user facility mw5064391 has been attached to this report for proper linkage. This report is for three (3) unknown locking screws that loosened post-operatively.